Event description:
Clinic notes were received which indicate that the patient is having reflex dystonia or tonic seizures that seem to be increasing in frequency and severity. His father states that these seem to increase when he is at end of service of battery. The vns was interrogated and found to be working but only demonstrating 10% of battery life remaining. A system diagnostics test revealed lead impedance of 2397ohms. The physician reduced his output current to 1.75 ma and his magnet current at 2 ma. The patient was referred for generator replacement. Although surgery is likely, it has not occurred to date. The physician reported that the patient¿s most recent settings are output=1.5ma/on time=30sec/off time=1.8min/magnet output=1.75ma/10% battery life. He stated that the only intervention is to replace the vns generator. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures/change in seizure pattern. The increase in seizures were noted to be back to pre-vns baseline levels. They physician also stated that the patient has multiple seizure types that all increased.

Manufacturer narrative:
.

Event description:
The patient had generator replacement on (B)(6) 2015. The explant hospital does not return explanted products per hospital policy. As a result, the analysis is unable to be performed.